Event description:
It was reported that the kits did not contain the iodine swabs. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Open lubricant. Lubricate catheter. 7. Pour cleansing solution onto prep balls. 8. Prep patient with saturated prep balls. 9. Proceed with catheterization in usual manner. 10. If specimen is required, fill sterile container from catheter. 11. Top tray may be placed on basin to help prevent spillage. 12. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the kits did not contain the iodine swabs. No medical intervention was required.